Manufacturer narrative:
The actual device has not been received. Results/conclusions:the actual device has not been received. No product evaluation can be performed at this time. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4) requirements through the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the manufacturing of the lot reviewed. At the time of this report no response from the supplier has been received. Reference: (B)(4). Item #sxmd2b407 stratafix spiral pga-pcl knotless tissue-control device. 2fs-2 3-0 undyd monoderm 14x14, lot mdnm960.

Event description:
It was reported that: "during a lumbar disc herniation surgery, the needle broke during sewing skin. The needle was held vertically from the skin when it broke, and the breakage location is about 2/3 of the needle in relation to needle tip. Since the broken piece was locked under the skin, the wound had to be reopened to look for the needle broken piece. Finally, the broken piece was found under the skin, and the surgery time was prolonged about one hour. The surgeon changed another needle to complete the surgery. Now, the patient is still in the hospital for further observation." (B)(4).